Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the unicel dxl 800 access instrument. The initial accu tni result was 5.25ng/ml. The result was reported out of the lab. On the next day, after second sample was collected from this pt and tested for accu tni, the customer noted that the result did not correlate with the original accu tni result. The result from the 2nd sample was 0.02ng/ml. The customer then re-spun the pt original sample and re-tested for accu tni. The repeated accu tni result was 0.01ng/ml. Beckman coulter has not been made aware of any deaths or change in pt treatment that can be attributed to or connected to this event.